Manufacturer narrative:
(B)(4). This report was initially submitted under an incorrect MFR number, under report number: 0001825034-2017-09967. (B)(6). Initial implant date - unknown date, 2010. Concomitant products: unknown coonrad-morrey ulnar component, part# unk lot# unk. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-08196.

Event description:
It was reported the patient underwent elbow arthroplasty revision due to septic loosening and prosthetic infection. No further information has been made available at this time.